Event description:
Procedure type: lap sigmoid. According to the reporter: the 31mm device was applied and cut the tissues properly, however, it did not clamp the opposite side of the anastomosis. The anastomosis was not proper. The anvil was removed, and the 28mm device was placed but it would not stay connected with the anvil during clamp up. Subsequently, a permanent stoma was set up. The tissue condition was reported normal. No bleeding occurred; however, surgery time was extended by an hour and a half as a result. The patient is in well current condition.